Manufacturer narrative:
Pt info was unk. Requests have been made for the return of the product. Request has been made to obtain the product. Eval is pending upon the return of the product.

Event description:
In 2008, the distributor reported that during surgery, the strut would not engage into the implant. The surgeon was only able to assemble one side of the implant in vivo. The affected strut remained within the introducer. Another 8mm medium strut was not available to replace the damaged implant. The surgeon had to explant the implant and replace the entire construct. The amount of surgical delay was not known.